Manufacturer narrative:
A precision check was performed and was acceptable. The investigation determined that the event was caused by the affected aliquot sample having too low of a volume.

Event description:
There was an allegation of questionable elecsys probnp ii stat immunoassay results for 1 patient sample on a cobas 6000 e601 module. The initial probnp result from an aliquot tube was 10.00 pg/ml with flag. The first repeat result from the primary tube was 33889 pg/ml with flag. The second repeat result from an aliquot tube was 32952 pg/ml with flag. The initial result was not reported outside of the laboratory. The reagent lot is 561866. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.